Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulty); caused by another drug/device (another manufacturer's device, sheath, may have contributed to this event). Conclusion: operational context contributed to event (another manufacturer's device, sheath, may have contributed to this event).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aneurysm. It was reported that the physician was using an 18f sheath from another manufacturer. The stent graft was successfully implanted; however, upon removal there was resistance. The difficulty began when the delivery system was just passed the clear sheath, just as the tapered tip was about the exit the sheath. The physician had to use excessive force and pull very hard to remove the delivery system. There was no excessive blood loss. No additional clinical sequelae were reported and the patient is fine.